Manufacturer narrative:
Concomitant medical products: s45 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room three days post implant due to feeling a "shock sensation." The patient's implantable cardioverter defibrillator (ICD) was interrogated and the right ventricular (rv) lead exhibited high thresholds and a microdislodgement. The patient likely felt muscle stimulation from the microdislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.